Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3093-28, lot# v218741, implanted: (B)(6) 2009, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the lead broke during removal from the pocket site on the day of the report. It was partially explanted. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.